Event description:
It was reported that during a shift check, the autopulse platform displayed user advisory 7 (discrepancy between load 1 and load 2 too large) and user advisory 12 (lifeband not present) messages. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The product in complaint was returned to zoll on 01/13/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.